Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: during testing, the keypad cover was removed, and contamination was found under the contrast, up arrow, and down arrow button contacts. Unrelated to this issue, the keypad cover was observed to be peeling and the contrast keypad button was intermittently unresponsive to user presses. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed contamination under keypad button contacts. This report is made based on results of investigation completed on (B)(4) 2014.